Manufacturer narrative:
The device was returned to resmed for an engineering investigation. Review of the device logs and performance testing revealed that the device failed to complete its internal self-test. Based on all evidence and previous investigations of similar complaints, the investigation determined that device failure to complete its internal self-test was most likely due to software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf74) indicating a software task fault. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was received by resmed and an evaluation was performed. The evaluation determined that the system fault 74 was due to a software issue. The software was upgraded to address this issue. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf74) indicating a software task fault. There was no patient injury reported as a result of this incident.